Event description:
As it was reported via voluntary medwatch report: during process for "rendezvous" wire through ptc catheter, the wire broke off during the handling of an emerald wire via ptc. A stent was placed endoscopically and the procedure will be rescheduled. No pt injury was noted and the wire was removed.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.